Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6- component and h6- type of investigation. Corrected fields: b5, h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and with the information acquired, it was unknown whether there were any deviations from the device IFU during user reprocessing. Therefore, the cause of the material remaining in the device could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: the instruction manual evis lucera gif/cf/pcf type 260 series "chapter 3 preparation and inspection" describes how to detect for the suggested events. The reprocessing manual evis lucera gif/cf/pcf type 260 series "chapter 3 cleaning, disinfection, and sterilization procedures" describes how to prevent the suggested events. The customer provided the cleaning disinfection and sterilization (cds) reprocessing form but several answers were left blank or marked as "unknown". Olympus will continue to monitor field performance for this device.

Event description:
Foreign material was found in the following areas of the device: air/water nozzle, connector cover, objective lens, light guide lens and control body.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material on the nozzle, plastic distal end cover/probe cover, objective lens, and light guide lens. There were no reports of patient involvement.